Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device was extruding out of the pocket. The pocket was debrided, irrigated with saline and antibiotics during the revision. No further information is available at this time.